Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had peritonitis. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). The patient was treated and recovered from the event of peritonitis. Further details were unknown.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Due to the limited available information, it is not possible to determine the source of the patient¿s infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.